Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been returned since it was disposed.

Event description:
It was reported to boston scientific corporation that during a procedure involving the prolieve thermodilatation kit, a low water warning appeared. They replaced the cartridge but that did not fix the problem. They replaced the catheter and this corrected the problem. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, follow-up information revealed that the anchoring balloon did burst along the length of the balloon. This manufacturer report is submitted based on the follow up information.